Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). Device manufacture date: july 24, 2017 - july 25, 2017. The actual sample was received at the plant for analysis with approximately 10ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted no physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused. This event occurred during patient infusion. The device had been filled to 42ml with 2700mg desferrerioxamine and 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.